Event description:
When one power lead was disconnected from battery power the pump stopped and a red heart alarm occurred. The pt was in vtach so when this happened he would pass out. The system controller was exchanged and the alarm w/ pump stop did not reoccur.